Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a system error 345. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The cause of the condition was determined upstream thermistor out of specification. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.